Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that during implantation of the xience v stent in the tortuous and calcified mid right coronary artery, a dissection occurred that was treated with a second unspecified stent. There were no reported adverse patient effects. There was no additional information provided.